Event description:
Nurse contacted dexcom technical support on (B)(6) 2015 to report on behalf of patient an intermittent out of range signal that occurred on (B)(6) 2015. At the time of contact, the nurse did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The receiver data log was reviewed on (B)(6) 2015. The complaint of intermittent out of range signal was confirmed.

Manufacturer narrative:
(B)(4).